Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one (B)(4) device was returned with a white cartridge reload on the device. It was noted that the device was in first stroke position and was partially fired. The reload was incorrectly seated and the distal engaging features were not engaged. The trigger plate was interfering with the closing trigger top and stalling the firing trigger before fully returning. The trigger top was fractured at the axle hole. A probable cause is the firing action is interrupted by the closing trigger providing a false activation after completing each stroke, the trigger cannot fully return. When partially closing the trigger it allows the firing trigger to fully operate. The device was tested for functionality with a test cartridge reload and it fired, and formed all the staples as intended. The device could be opened by applying reverse force to the trigger. The device was disassembled to verify the condition of the internal components and the right shroud closing trigger return post was noted to be broken, not allowing the device to properly open when the release button was depressed.

Event description:
It was reported that during a procedure, the device locked out on the first stroke of the first firing. The device was reloaded and it worked fine. The procedure was completed with the another device. There was no patient impact. No further information is presently known.